Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted to correct the impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the right ventricular (rv) lead was explanted after a computed tomography (CT) scan confirmed perforation of the lead through the rv outflow tract. Additionally, the patient required anesthesia support and remained in the hospital for four days and was eventually discharged with full recovery. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the right ventricular (rv) lead was explanted after a computed tomography (CT) scan confirmed perforation of the lead through the rv outflow tract. Additionally, the patient required anesthesia support and remained in the hospital for four days and was eventually discharged with full recovery. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted after a computed tomography (CT) scan confirmed perforation of the lead through the rv outflow tract. Additionally, the patient required anesthesia support and remained in the hospital for four days and was eventually discharged with full recovery. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.